Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and installed on the in-house system, and instrument passed recognition test but failed the mechanical engagement sequence during the engagement process. The plastic housing was removed, and during the visual inspection, the pitch cables were found to be very loose from the short input five in the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could ""slip"" with respect to its internal shaft causing the loss of cable tension. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end. Once the instrument is recognized on the da vinci system, engagement gets checked. The engagement sequence runs for each installation of the instrument to ensure proper mating and transmission of force between usm carriage outputs, instrument sterile adapter, and instrument input disks. Successful engagement is detected by driving the instrument sterile adapter through a predefined trajectory. The probable root cause of engagement failures is attributed to an over-constrained design condition between the mating parts of the instrument and instrument sterile adapter disks.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the mega suturecut needle driver instrument started to act up, then threw an error and stopped working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was moving, but not in the direction that it was supposed to be. It was doing whatever it wanted to. It went rogue. They reseated twice; both times there was an error message.